Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that after the patient underwent a surgical procedure on (B)(6) 2021 in which the device was not placed into surgery mode as recommended, the ipg became inoperable, and therapy was lost. As a result, surgery may occur to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.